Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. A replacement pump was sent to resolve the issue. Additionally, it was reported that there was on-going issues with air bubbles within the pigtail and canister of the cartridge. The customer changed the cartridge and primed the tubing to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer called their healthcare provider, gave themselves a manual dose injection, and a correction bolus via the pump to help them resolve their elevated bgs.